Event description:
A (B)(6) male patient's nurse contacted zoll customer support to report constant "check pad" messages. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt (B)(4) has been completed. The reported problem (constant check te messages) has been confirmed. Upon evaluation the electrode belt trunk cable had a broken internal wire. The cause for the broken wire cannot be positively identified but is likely due to excessive force. No adverse event resulted from the damaged trunk cable. The patient received a replacement electrode belt.